Event description:
The programming history database was performed on 11/30/2016. A high impedance event has been verified, on a patient¿s m102 device. On (B)(6) 2016 a system diagnostic test was performed and resulted in high impedance. On the previous recorded visit dated 09/28/2010 the device was programmed "off", no diagnostics were observed for this date. No additional relevant information has been received to date.